Manufacturer narrative:
The reported event of a bulbous deformation on the left disc could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 40mm amplatzer cribriform occluder was selected for implant. During deployment a "bulbus" deformation was noted on the left disc. The device was removed and exchanged for a 35mm amplatzer cribriform occluder. The patient was reported to be in stable condition.